Manufacturer narrative:
Half of a lens optic was received, precluding diopter measurement. The information received from the physician indicates the improper lens power was initially implanted. This adverse event does not appear to be manufacturing related. Iol met all manufacturing specifications prior to release.

Event description:
The lens was removed and replaced without complication due to the improper iol power implanted initially.